Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the soft down arrow button was collapsed; keypad found out of mechanical specification. Analysis also found the output connector wire insulation and display wire insulation were pinched (wire insulation not compromised). One case screw was contaminated. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. There was no patient involvement.